Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient information: unk. Date of event: unk. Product code: unk. Lot #, implant date: unk. PMA/510k #: product manufactured but not sold in the u.s. Manufacture date: unk. Claim# (B)(4).

Event description:
An article published in graefes archive for clinical and experimental ophthalmology was received on 03-jun-2019, published online 27-may-2019, entitled 'use of low-vault posterior chamber collagen copolymer phakic intraocular lenses for the correction of myopia: a 3-year follow up.' Patients had piol implantation performed at bina eye hospital in tehran, iran from aug. 2010 - may 2015. The article aimed to examine cataract incidence after implanting different implantable collamer lenses in eyes with poor vault. Of the 311 patients undergoing surgery, 14 eyes from 14 patients had low vault. The study found that lens opacity occurred in 5 out of the 316 eyes involved in the study, however, none of these were the eyes with the associated low vault.